Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Was the drain used on the patient? If yes, was leakage detected? Did this issue cause any procedural delay? Device return status: evaluation: one reservoir sample received for evaluation. During evaluation of complaint, the tip of reservoir sample seems to be shorter than the actual size and the tip seems likely to be cut with sharp object. Before releasing the product, manufacturer is performing 100% system test, which is not possible with broken tip. So this defect could not be generated or released by manufacturer. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported a patient underwent an lap chole procedure on (B)(6) 2021 and a reservoir was used. Upon opening the device and it is found broken in one of the entrances, another one was used to continue with the surgery. No adverse patient consequences reported. Upon evaluation it was noted that the product was damaged and possibly cut.